Manufacturer narrative:
On 09/26/2017 a philips' field service engineer (fse) replaced the ventilator¿s original 1st gen da pcba to mc pcba ribbon cable (cable labelled (B)(4)) with the new 2nd gen da-mc ribbon cable (cable labelled (B)(4)), and also instaledl the mc pcba retention bracket if not already present within the device. The fse performed the required performance tests and all test passed. The machine is ready to return to service. Further patient information has been requested but has not been provided.

Manufacturer narrative:
Patient information has been requested but was not available at the time of this report. A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the ventilator gave an error code of 1006 and was inoperative. The patient required manually bagging as a consequence. The customer reported the patient outcome would have been ¿bad¿ if the respiratory therapist was not present at the time. Further information has been requested.